Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with an ez steer thermocool sf navigational catheter and suffered a third degree atrioventricular heart block requiring a cardiac pacemaker insertion. During mapping of the left ventricle, a heart block was observed. A temporary pacemaker was placed pending further analysis of the atrioventricular node dysfunction. The heart block issues continued, therefore the patient underwent a permanent cardiac pacemaker insertion. The patient was reported to be in stable condition. The patient did require hospitalization over the weekend as a result of this adverse event. The patient was discharged the following tuesday. There were no complaints of any biosense webster equipment malfunction. The physician's opinion regarding the cause of the adverse event is that it was procedure-related and patient condition-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is MDR reportable.

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient underwent an ablation procedure for idiopathic ventricular tachycardia with an ez steer thermocool sf navigational catheter and suffered a third degree atrioventricular heart block requiring a cardiac pacemaker insertion. During mapping of the left ventricle, a heart block was observed. A temporary pacemaker was placed pending further analysis of the atrioventricular node dysfunction. The heart block issues continued, therefore the patient underwent a permanent cardiac pacemaker insertion. The patient was reported to be in stable condition. The patient did require hospitalization over the weekend as a result of this adverse event. The patient was discharged the following tuesday. There were no complaints of any biosense webster equipment malfunction. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/17/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Originally the lot number was reported as unknown. However, during the analysis process, the lot number was retrieved. The lot number is 17300528l. (B)(4).